Event description:
The 0.14 j floppy 195cm atw wire was found kinked distally before the radiopaque tip. The damage was noticed immediately on removal from the sterile package and hence was not used in patient.

Manufacturer narrative:
After removing an atw steerable guidewire from its sterile package, the tip was found kinked so the product was not used. No unusual handling of the product was reported. Analysis of the returned wire confirmed bends throughout guidewire, as well as stretched tip coilwires and scraped ptfe coating. As received, the specimen does not present any indication of manufacturing defect or anomaly. The specimen (with the exception of the damage noted above) is visually and dimensionally correct. As manufactured, the distal region is required to have a formed bend (hence the j in the product description.) Any pre-existing damage in the distal region would be readily visible before the device is fully removed from the dispenser assembly. If, as stated in the complaint narrative, "the damage was noticed immediately on removal from the sterile package" there is no reason to completely remove the device from the packaging dispenser. Based on the evidence presented by the sample article and the complaint documentation, it appears that handling factors may have contributed to the event as reported. This conjecture is supported by review of the device history records (DHR), which indicate no anomalies or non-conformances were noted to this lot during final inspection and testing. Without further information or evidence, further assignment of the root cause of this event is subjective speculation. No corrective action will be requested at this time because the reported complaint does not appear to be manufacturing related. Complaints of this type will continue to be monitored for trending purposes and to determine if action is necessary. With such limited information, it is not possible to determine what factors might have contributed to the event.